Event description:
It was reported that a user with gastroparesis experienced nocturnal hyperglycemia while using the ilet, with glucose values reaching approximately 240 mg/dl and remaining elevated for several hours despite reduced carbohydrate intake; the device issued high glucose alerts and the event was discussed with a trainer, who recommended outreach to clinical support for possible device setting changes. Customer care provided support that included assignment for additional training with the clinical support team. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia remained unclear. No symptoms associated with hyperglycemia reported. Outcomes included no reported impact beyond the elevated glucose readings and alerts. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.